Event description:
Adverse event(s): "does not impact the pt" (no consequences or impact to pt). Product problem(s): "color and clarity of the lenses have changed, appears dark green" (material discolored [iol (intraocular lens) implant]), "small opacifications noted on the surface of the iol" (material opacification [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgery, he has noticed on several pts that the color and the clarity of the iols have changed and appear to be dark green in color. He also reported noting small opacifications on the surface of the iols; and that a yag procedure has not resolved this event. It was reported that these observations do not impact the pt. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).